Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The lot # 3000436458 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Everything was fine and then the tunnel collapsed, and the end user tried several tactics to try to regain insufflation. They tried using a stop cock at the connection, resetting the insufflator, and pulling the device out to clean. The settings used on the insufflator were flow--4 l/min pressure--10. The settings were not adjusted to fix the issue. They were unable to regain a tunnel, so they opened a second device and proceeded without issue. There was no patient effect, and the only delay was that they had to get second device to get it opened.